Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were underfilling. This occurred 3 times. The following information was provided by the initial reporter and translated to english: "difficulties with blood collection noted by the nurse: tube not filling after connection to the collection device. Need to use/try multiple tubes to collect blood. Clinical consequences and current condition of the patient or person involved: increased collection time. No other consequences for the patient or caregiver involved. Actions taken for the patient regarding the dm: change of tubes (x3) to allow sampling."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-31. H.6. Investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water, and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were underfilling. This occurred 3 times. The following information was provided by the initial reporter and translated to english: "difficulties with blood collection noted by the nurse: tube not filling after connection to the collection device. Need to use/try multiple tubes to collect blood. Clinical consequences and current condition of the patient or person involved: increased collection time. No other consequences for the patient or caregiver involved. Actions taken for the patient regarding the dm: change of tubes (x3) to allow sampling."